Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "ventilator used on patient providing high flow therapy. Device placed into standby to put patient onto niv-st. Once placed in standby, the screen froze so no mode was able to be selected. Patient desaturated during this time and was manually bagged until a new device was initiated. Patient now stable. Ventilator has been in use for several days prior to this incident." Health impact: patient desaturated during the time when fault occurred. Patient now stable. Patient bagged until a new device was initiated. Note: the investigation to confirm the allegation is still ongoing.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: during the transition from high flow therapy to niv-st mode, the ventilator was placed in standby. At that point, the screen froze, and the user was unable to select a new mode. The patient desaturated and had to be manually ventilated until a replacement device was set up. The patient later stabilized. Logfile analysis: ¿ the device was in high flow mode from 06:41 am. ¿ at 08:55 am, it was set to standby matching the reported issue. ¿ several power source changes (ac battery) occurred around this time. ¿ at 08:59 am, the device was switched back to high flow o2 and appeared to function normally afterward. ¿ no errors or system crashes were detected in the log files. Investigation findings: ¿ the issue could not be reproduced. ¿ the most likely cause is a temporary screen rendering failure: the system may have continued running in the background, but the display failed to update. However, based on given information that cannot be confirmed. ¿ the gui process did not crash, as the device recovered and continued operating shortly after. ¿ the touch screen may still have been responsive, but this could not be confirmed during the freeze. Most probable root cause: a temporary failure of the operating system to render the gui, while background functions continued normally. However, based on given information that cannot be confirmed. Conclusion: the issue was not reproducible, and no further investigation is possible at this stage. The device is functioning normally after the incident. No corrective actions have been initiated.